Manufacturer narrative:
Philips service replaced the rotor controller, roco velara replacement kit, and the cooling unit cu 3101. Follow-up service activities were identified as required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that rotor errors and cooling unit issues identified on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.